Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported stretched coils and wire break was confirmed. The reported guide wire support issue was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break, stretched coils and guide wire support issues appear to be related to operational circumstances of the procedure. In this case, it is likely that during advancement, and/or the procedure manipulation of the guide wire against the heavily calcified chronic totally occluded lesion caused the coil to break away at the proximal solder and the reported wire support or steering issues. Further manipulation likely resulted in the reported/noted coil damages. The corrosion noted on the wire, is likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified chronic totally occluded lesion in the right leg behind the knee. A ht proceed guide wire was advanced; however, during fluoroscopy it was noted that the tip stretched and there was lack of support that didn't allow steering. The guide wire was removed before the tip was about to break because the core separated but was being held as one piece by the coils. The procedure was successfully completed with a ht command 14 es guide wire and unspecified armada 14 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.